Manufacturer narrative:
H.6 investigation summary: 252386 #2298409. We couldn't confirm this issue as a report because no photo and returned sample. Complaint history was reviewed, and no other complaint has been taken on this lot. At this time. DHR did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. A visual inspection was performed on 10 retention samples of this lot. As a result, no defect was observed. The root cause for this could not be determined. We will continue to monitor this lot. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ hemo (haemophilus) ID quad (with growth factors) growth occurred that should not. The following information was provided by the initial reporter: according to the customer's report, h. Influenzae has grown on q-ii, even though it is not supposed to.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ hemo (haemophilus) ID quad (with growth factors) growth occurred that should not. The following information was provided by the initial reporter: according to the customer's report, h. Influenzae has grown on q-ii, even though it is not supposed to.